Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was evidence of moisture ingress inside their pump. The reporter stated that the battery compartment was cracked. The reporter additionally stated that in relation to this event, the patient¿s blood glucose went above 250 mg/dl but below 500 mg/dl. The reporter noted that the patient had trace amounts of ketones, but no other symptoms of hyperglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported event does not meet the criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: there was a crack along the side of the battery compartment threads. Moisture was observed in the battery compartment. A leak test found that there was a battery compartment leak. The slave processor was corrupted and could not be reprogrammed.